Event description:
Upon ICD interrogation during a regular follow-up, an error message was displayed. The session was ended and the device was re-interrogated. No issue was observed afterwards.

Event description:
Upon ICD interrogation during a regular follow-up, an error message was displayed. The session was ended and the device was re-interrogated. No issue was observed afterwards.